Manufacturer narrative:
Date sent to FDA: 4/8/2016.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent interstim battery pack removal and interstim implant on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital due to urge incontinence and expired interstim device. It was reported that patient underwent intravesical botox injection (200 units) on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital due to incontinence, urgency, and frequency. It was reported that patient underwent removal of old interstim device and implant and placement of new interstim device and implant on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital due to urge incontinence and interstim battery expired.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and an unk gynecare pelvic mesh product and a non-gynecare pelvic mesh product were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.